Manufacturer narrative:
Follow-up #1 08/16/2013 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 07/22/2013 with the following findings: the pump black box was reviewed and found no indication of any pump issues. The pump performed the rewind, load, and prime steps appropriately. The pump was exercised for 24 hours without alarms or interruptions. Boluses were performed from the pump and from the meter remote and all were recorded in the pump history correctly. No pump defects were found during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.

Event description:
On (B)(6) 2013 the reporter contacted animas to report the onetouch ping pump was not displaying the bolus doses in the pump history. The pump¿s date/time were set correctly, and the iob reflected that the patient was correctly receiving insulin. The patient did not suffer any injury or seek medical attention due to this issue. However, as the issue was not resolved, this complaint is being reported. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.